Event description:
See initial report.

Manufacturer narrative:
H.10: the clamp was replaced with a new one. The reported error message is displayed in case of a defective photoelectric barrier or an incorrect data transmission between the photoelectric barrier and the clamp control board. Based on previous investigation findings, the most likely root cause of the issue is an incorrect data transmission due to a defective photoelectric barrier or to a faulty socket/plug. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the scp erc tubing clamp / 620mm. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a scp erc tubing clamp / 620mm was giving an error code associated to the photoelectric barrier during procedure. There was no report of patient injury.